Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed circulation pump. The device was evaluated upon receipt. Insufficient flow. Replaced circulation pump. Passed quick check, functional check. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Initial reporter phone: (B)(6). The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun control panel assembly was in depot repair. Per review of wo on 03dec2024, there was no patient involvement. Per follow up information updated from wo on 18feb2025, equipment repaired based on proper specification. Quick check was performed repair, replacement of control panel. Per sample evaluation results received via task on 20feb2025, it was reported that there was an insufficient flow in an arctic sun device.